Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that /hour glass/no readings/sensor error was reported. The sensor was inserted into the abdomen on (B)(6) 2021. The patient stated she was asleep and the cgm alerted for sensor error. She was not taking fingersticks to check her blood glucose (bg). Her boyfriend was unable to wake her up and called the paramedics. The paramedics tested her bg but did not mention what the result was. They gave her IV glucose. She woke up and was given a sandwich and soda to get the bg up further. The paramedics left her at home as her glucose level was normal, and she did not need to go to the hospital. Later that day at the time of the report she was feeling normal. No product or data was provided for investigation. Confirmation of the problem and probable cause could not be determined. No additional patient or event information is available.